Event description:
The multiaxial seat separated from the screw shaft after implantation in the patient at s1. The dr had to remove the screw and redrill to find adequate position. The multiaxial seat was replaced with a new one. The surgery time was extended. Pt outcome: pt is fine.